Event description:
It was reported that during a tubal ligation procedure, the trocars inner valve broke off and was leaking, the case was completed with a like device. There was no patient consequence.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.